Event description:
It was reported that a patient stated that she was only having 4 seizures prior to her neurologist programming the output current to 2.75ma and recently began having more seizures. No additional relevant information has been provided to date.

Event description:
It was reported that the patient actually complained of having approximately 6 seizures per month in the year prior, per the neurologist, as opposed to the 4 the patient reported previously. The patient's seizures increase was the same as her pre-vns baseline. The neurologist added that the patient had non-epileptic seizures and believed that stress was the cause of the patient's seizure increase. The physician did not believe the seizure increase was related to vns.